Event description:
A report was received that the patient was experiencing inadequate stimulation. Xray revealed that the leads had migrated. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). Device evaluation indicated that the leads passed all tests performed and revealed no anomalies. Sc-2218-70 sn: (B)(6). Device evaluation indicated that the leads passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Xray revealed that the leads had migrated. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5103644, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000022623/5019390/2000022623, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Xray revealed that the leads had migrated. The patient underwent an explant procedure.